Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30567550l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block requiring procedure abortion and surgical intervention. Heart block/pac appeared near the his bundle and ablation to the earliest site (7 mm from his) was stopped by ablation, but av block of 2: 1 developed. Although atropine sulfate hydrate etc. Were administered, the patient did not recover during the procedure. The procedure was completed with a temporary injection. The physician commented that there were no abnormalities in the product. There is a possibility that they over attacked the ablation near the his bundle. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The physician considered the possibility that the electrical current in the vicinity of the his bundle was overblown. Atropine sulfate hydrate was administered during the procedure and temporary pacing was conducted. A pacemaker was later placed. After pacemaker implantation, the patient's outcome was fully recovered. It was not reported extended hospitalization was required due to the adverse event.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 10-nov-2021, noted a correction to the 3500a initial report as a3. Gender was not completed. Therefore, this field has been processed.